Manufacturer narrative:
Device evaluation: one device was received for investigation. Upon visual inspection it was noted the front panel was bent, tidal volume knob rubbed against chassis, peep, o2 and CPAP knobs replaced with incorrect knobs, alarm pressure knob was misaligned and cracked, and the input manifold was loose. The complaint was confirmed when the knob was found cracked. Impact to the device was listed as the root cause of the issue. No previous service history was found. Manufacturing device history report (DHR) review was not relevant due to age of device and impact damage. Replaced peep needle as a preventative measure. Adjusted peep control. Replaced knob. The device passed functional testing after the completed repairs.

Event description:
Additional information received on 8-june-2023 via email: no patient involvement.

Event description:
It was reported that the ventilator peep control is damaged and needs calibration. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.